Event description:
Information received indicates the knee section moved up unintentionally.

Manufacturer narrative:
The facilities biomed isolated the issue to the right inside patient control. Repairs have not been completed.